Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2016-03830 / 03831 / 03832 / 03853).

Event description:
Operative record received from patient's legal counsel reported during a right hip revision procedure, a drill bit broke while drilling and the tip was retained in the patient as it was unable to be retrieved.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
Operative report received from patient's legal counsel reported during a left hip revision procedure, a drill bit broke while drilling. The tip of the drill bit was retained in the patient as it could not be retrieved.